Event description:
Company was informed of a report where a patient care assistant disconnected the pt's IV tubing, and then connected the IV tubing to the pilot balloon connector. Approximately one hour later, the pt experienced a respiratory arrest. Cardiopulmonary resuscitation was initiated, but was not successful. Facility reported that approximately 20 cc of fluid had been infused into the tracheostomy tube cuff.